Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 120 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The customer stated that the alarm did not occur after performing a find lost sensor. The sensor will be replaced and will not be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications and performed bicarbonate buffer test. The sensor passed with accurate readings.